Event description:
It was reported that during an unknown procedure, there was a cutting clip. The surgeon completed the case with manual suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/24/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.